Event description:
Event description guidant received information that shortly after the implant procedure, both atrial and ventricular leads were noted to be unable to pace the myocardium or sense intracardiac signals appropriately. Both leads were determined to have become dislodged. Two days later, both leads were successfully repositioned during a revision procedure. During this same procedure, the device was explanted and replaced due to an advisory issued on this model device. No adverse patient effects were noted. The device was returned to guidant for analysis.